Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation-fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain-chronic, pelvic"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), abdominal pain ("pain- chronic, abdominal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), loss of libido ("lost libido") and mood altered ("mood changes") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral), tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, headache, weight increased, loss of libido and mood altered outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, loss of libido, mood altered, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient had received treatment for pain ¿chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, fallopian tube perforation, fatigue, hair loss, hormonal changes, headaches, weight gain, lost libido and mood changes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. Previously reported injury replaced by new events pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, bladder problems, urinary problems, perforation-fallopian tubes, fatigue, hair loss, hormonal changes, headaches, weight gain, lost libido, mood changes and essure confirmation test(s) not conducted. Outcome for the events pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and abdominal pain updated to recovered / resolved. Reporter information, product indication and removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.